Manufacturer narrative:
The insulin pump passed the rewind, the seating, basic occlusion test, occlusion test, force sensor and displacement test. No prime anomalies were noted. The insulin pump was received with a cracked case at a reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin squirted out of the insulin pump. Customer was unable to exit load reservoir process. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.